Event description:
On (B)(6) 2011, a miniarc single-incision sling was implanted in the plaintiff to treat her stress urinary incontinence and pelvic organ prolapse. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff has "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, and loss of bodily organ system, and has undergone or will undergo corrective surgery or surgeries." It was also alleged that the plaintiff "suffered severe and personal injuries which, are permanent and lasting in nature, physical pain and mental anguish, including diminished enjoyment of life."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.